Event description:
It was reported that a chest x-ray revealed the insulation was abraded. Electrical measurements were -normal-. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.